Event description:
Pic line attempted placement by radiology dept. Due to bleeding at site unable to identify any problem post failed attempt. Under flouroscopy. Next day when second PICC line placed under flouroscope found broken off guidewire that was too deep to be extracted. Required surgical removal. Under a general anesthia.